Event description:
Hcp reports the pt presented in 2003 with lethargy and difficulty breathing. The pt had received a mixture of baclofen and morphine from implant physician. The mixture was removed and replaced with intrathecal baclofen. The pt recovered without sequela.